Manufacturer narrative:
This lead will be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that during the implant of this right ventricular (rv) lead intermittent capture was seen thus a new position was attempted but the helix failed to extend/retract, thus a new lead was used with no issues. This rv lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. Measurements throughout these tests were within normal limits. The helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid. Laboratory analysis noted that depending on when the lead body was bent, the deformity may have been a contributing factor to the helix difficulty allegation.

Event description:
It was reported that during the implant of this right ventricular (rv) lead intermittent capture was seen thus a new position was attempted but the helix failed to extend/retract, thus a new lead was used with no issues. This rv lead was returned. No additional adverse patient effects were reported.